Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products:: item#: 51-105110, tprlc xr t1 pps, lot #: 3560785. Item#: 51-145120, tprlc xr mp t1 pps, lot #: 6238834. Item#: 51-104150, tprlc 133 t1 pps ho, lot #: 3586896. Item#: 51-105150, tprlc xr t1 pps, lot#: 3087603. Item#: 51-104150, tprlc 133 t1 pps ho, lot #: 3450045. Item#: 51-104140, tprlc 133 t1 pps ho, lot #: 3450188. Item#: 51-105150, tprlc xr t1 pps, lot #: 3595180. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02110, 0001825034 -2020 -02111, 0001825034 -2020 -02112, 0001825034 -2020 -02113, 0001825034 -2020 -02114, 0001825034 -2020 -02115, 0001825034 -2020 -02116.

Event description:
It was reported that the during inspection of product at the distributorship, debris was found inside sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h2, h3, h4, h6, h10. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. A corrective action has been initiated to address the reported event. As a result, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.